Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non calcified inner shunt artery. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon¿ was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 20 seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied and the balloon was successfully inflated and no leak or drop in pressure noted. The inflation device was then filled with glycerol/h2o solution and positive pressure was applied and balloon was again successfully inflated to rate of burst pressure (rbp) with no leaks or drops in pressure noted. This pressure was maintained for 30 seconds. This inflation to the rate of rbp was repeated three times with no leaks or drop in pressure noted. The inflation device was verified at the rbp , before and after use with a calibrated pressure gauge. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified multiple kinks on the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non calcified inner shunt artery. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon¿ was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 20 seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.